Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens of diopter -9.0 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault. This resolved the problem. Cause of event reported as unknown.